Manufacturer narrative:
Root cause identified: root cause cannot be determined since sample is not available. Conclusions: device history record was reviewed and no discrepancies were found. Defect could not be confirmed. The samples used for this analysis were found to be within the manufacture dimensional specifications. Pressure testing was performed on samples and passed. Product was within specification. No component or luer lock disconnected or cracked during test evaluation. Pressure of psi was applied during the evaluation, which is greater than the pressure used (psi) by the customer. Corrective actions: no corrective actions will be taken.

Event description:
Customer reports via phone that during a cardiac cath procedure on a male patient that the syringe luer lock tip failed. Injection protocol was 12 ml/sec for 30 ml volume. Syringe was connected to a namic hp tubing and a 5fr pigtail catheter. Contrast media possibly contaminated with body fluid splatter on a physician. Physician was wearing protective eyewear. No other staff or patient injury was reported.